Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery, they changed the battery and they feels the insulin pump was hot. Customer's blood glucose value was 65 mg/dl. Customer did not calling back after previous troubleshooting for insulin pump hot. The device will be returned for analysis.